Event description:
Incisional incarcerated reherniation repair, bowel through mesh. Information was received from a physician via a sales representative in 2003 regarding a patient with a medical history significant for lower anterior resection for diverticulitis in approximately 1999, cholecystectomy and hysterectomy (dates not provided), and vertical-banded gastroplasty in 2002. The patient underwent repair of a ventral incisional hernia 20 cm in length and 5 cm in width in 2002, during which one 8 x 10 inch sheet of sepramesh was trimmed and placed. The hernia was repaired in two layers. Sepramesh was placed over the abdominal contents with the seprafilm side of the mesh down onto the abdominal contents, and the fascia was placed over the mesh. Interrupted #1 prolene sutures were placed in each of the four corners, anchoring the fascia to the mesh. Each quadrant was then bisected so there were no defects and the sutures held the mesh in place. A new #1 prolene suture was used to close the fascia over the mesh on the inferior half and on the superior half, tacked the fascia to the underlying mesh in a running fashion. This brought the incision together with no tension, and left a small amount of exposed mesh. Several months after the hernia repair, the patient experienced abdominal pain, diarrhea, and an inability to eat, which were present for several weeks. A cat scan showed a large loop of colon incarcerated in the hernia defect. A colonoscopy was attempted, but the scope was unable to go beyond 60 cm. In 2003, the patient underwent surgical repair for a recurrent incisional hernia. Intraoperatively, the surgeon noted that "there was a large defect in the superior aspect of this mesh so that the rent was in the middle of the mesh and the prolene sutures holding the edge of the mesh were still intact. The bottom-half of the mesh was completely intact with no feeling of a hernia." The surgeon did not find any significant adhesions and the small bowel and colon looked "very normal." The surgeon indicated that the incarcerated bowel was the most likely cause of the symptoms. The new defect measured 11 cm in length by 7 cm in width. A 12 x 8 cm sheet of bard composix kugel mesh was placed on top of and sutured to the remaining sepramesh. The physician did not want to remove what remained of the sepramesh because it was firmly adhered to the fascia and she wanted to avoid further damage to the fascia. Additionally, the inferior half of the sepramesh still appeared intact and healthy, each quadrant was then bisected with #1 prolene to suture the sepramesh to the gore-tex mesh. The physician sutured circumferentially until there were no gaps in the mesh and then sutured from the top of the sepramesh to the surface of the new mesh. At completion, there was no tension on the mesh. MFR. Comment: although the device was not returned to genzyme, the lot number was provided and an investigation will be conducted.